Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed lead noise on the atrial lead. The physician elected to explant and replace the atrial lead. There were no patient consequences.